Event description:
Consumer called to report their meter is not accurate. Analysis run on clark error grid using mean average reading (211) as ref. Point vs. Bd readings of (50, 208, 284, 302) yielded data points in the e zone of the grid, outside of acceptable limits.